Event description:
Additional information received from the patient. It was reported that the patient was contacting the doctor that implanted their device to have it taken out "before it does any more damage" to the patient. They noted that it caused their pain to get worse and they received shocks from the device.

Event description:
INFORMATION WAS RECEIVED FROM A PATIENT WHO WAS IMPLANTED WITH AN IMPLANTABLE NEUROSTIMULATOR (INS). IT WAS REPORTED THAT PATIENT'S INS WAS CAUSING THEM MORE PAIN. ADDITIONAL INFORMATION RECEIVED FROM THE PATIENT. IT WAS REPORTED THAT THE PATIENT EXPERIENCED ¿LITTLE SHOCKS¿ AROUND THE INS BATTERY. THE INS WAS IMPLANTED IN THE RIGHT LOWER BACK ABOVE THEIR HIP, AND THE PATIENT REPORTED THERE WAS A NEW PAIN IN THAT AREA THAT WAS NOT PRESENT PRIOR TO IMPLANTATION. THE PATIENT FURTHER REPORTED THAT THEIR BLADDER ¿STOPPED WORKING¿ AND THEY HAD A CATHETER PLACED THROUGH THE ABDOMEN INTO THEIR BLADDER. THE PATIENT INDICATED THEY HAD NOT SOUGHT MEDICAL EVALUATION FOR THE REPORTED SHOCKS OR RIGHT HIP PAIN DUE TO INABILITY TO AFFORD THE SPECIALIST COPAY. THE PATIENT ALSO REPORTED THAT THE DEVICE WAS INTENDED TO HELP WITH PAIN IN THE LEFT LEG BUT IT DID NOT RELIEVE THE PAIN AND INSTEAD MADE IT WORSE.

Manufacturer narrative:
B2: THE OUTCOME ATTRIBUTED TO THE ADVERSE EVENT IS URINARY RETENTION. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
THE PATIENT NOTED THAT THEY KNEW THEY HAD A VERY STRONG CASE AGAINST THE MANUFACTURER AND THEY HOPED THEY COULD "WORK THIS OUT AND GET IT SETTLED" AND WHEN THEY WERE PAID, THE PATIENT WAS GOING TO HAVE IT TAKEN OUT OF THEM.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
CORRECTION: SECTION B2 AND THE ANNEX F CODING HAS BEEN UPDATED/CORRECTED. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.